Event description:
It was reported the patient presented to the ER after receiving inappropriate therapy. Device interrogation found that the rv lead was sensing both atrial and ventricle events. X-ray revealed that the lead had dislodged and was pulled back to the valve. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.